Event description:
Patient reported that they had an abscess that required the tooth to be extracted and had an implant placed for the tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.